Event description:
It was reported that a xia 3 titanium blocker "chipped" into the patient intra-operatively. The chipped piece was removed, the blocker was replaced, and surgery was successfully completed with no delay.

Manufacturer narrative:
Visual: visual inspection confirmed that the lowest thread of the blocker fractured off. There is uneven wear and slight deformation on threading above fracture. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that a key lock was used for provisional tightening. Device IFU was reviewed and the following was found relevant: "the blocker is assembled onto the universal tightener for insertion. Once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench". The most likely cause of the reported event was determined to be cross threading. Wear on threading indicates blocker was not properly aligned in tulip head during tightening. This cross threading can cause threading to fracture. It was also reported that the key lock was used for blocker insertion/provisional tightening. Device IFU states that the universal tightener must be used for blocker insertion. Not using universal tightener for blocker insertion may cause blocker cross threading which may have contributed to reported event.

Event description:
It was reported that a xia 3 titanium blocker "chipped" into the patient intra-operatively. The chipped piece was removed, the blocker was replaced, and surgery was successfully completed with no delay.